Manufacturer narrative:
The suspect device/component will not be returned for evaluation. Therefore, no root cause could be determined. However, the customer provided chart file and will use a board from their own stock. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator exhalation ventilation monitor count became too low during a patient usage. Furthermore, the patient was transferred to another device but no patient harm reported.